Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and the battery does not last long. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump had battery issue and came up with motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Displacement test was performed and passed. Customer also reported a high blood glucose of 500 mg/dl and declined troubleshooting. The customer was advised to monitor the insulin pump. Plan. A battery cap replacement will be sent. The insulin pump is not expected to return for analysis.